Manufacturer narrative:
(B)(4) (B)(6).

Event description:
According to the reporter, during a sleeve gastrectomy procedure, the customer states while firing the stapler, the knife is stuck with high resistance. The current patient status is healthy. The surgeon opened a new stapler to complete the procedure. The device partially fired. There was poor staple formation. The staple line was incomplete. The incomplete staple line was fixed by oversewing to prevent damage to the stomach.